Event description:
It was reported that the intra-aortic balloon pump (iabp) "died" during transport and was unable to recharge. The staff noted that the iabp had an alarm for "battery life less than 20 mins", "battery life less than 10 mins", and "battery life less than 5 mins" back to back. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of pump lost power on battery during transport is not able to be confirmed. The root cause of the complaint is undetermined. Note: iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR#: 3010532612-2020-00218 (tc1900078363) as the reports are related to the same patient.

Manufacturer narrative:
Qn#: (B)(4). Other remarks: see MDR# 3010532612-2020-00218 ((B)(4)) as the reports are related to the same patient.

Event description:
It was reported that the intra-aortic balloon pump (iabp) "died" during transport and was unable to recharge. The staff noted that the iabp had an alarm for "battery life less than 20 mins", "battery life less than 10 mins", and "battery life less than 5 mins" back to back. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.